Event description:
It was reported to boston scientific corporation that a pelvic floor repair procedure performed on (B)(6) 2010, using an uphold vaginal support system, went "fine." On (B)(6) 2010, the patient presented with a mesh erosion. The patient was brought back in during the week of (B)(6) 2010 (exact date unknown) and the physician re-operated on the patient. The physician cut one of the mesh legs because he opined that it may have been placed too tight. The physician prescribed the patient premarin estrogen cream, to be applied twice a week. It was reported that the patient is now doing "fine" and the physician does not plan on any further intervention.

Manufacturer narrative:
The patient's exact age is unknown, but she is reportedly over 18 years old. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.